Event description:
It was reported the patient fell twice at home. The patient experienced a loss of therapeutic effect and pain. Device adjustments were made by the hcp and the manufacturer representative. Lead migration was suspected. X-rays were ordered. At the time of the report, the patient was at home in fair condition. Additional information has been requested from the hcp, but was not available as of the date of this report.